Event description:
The patient reported their omnipod 5 personal diabetes manager and adaptor are overheating while charging. The adaptor was reportedly so hot that it burned the patient's finger. Additionally, the battery will no longer hold a charge. It was confirmed the patient was using a charging cable provided by insulet.

Manufacturer narrative:
The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event, or to determine if any product could have contributed to the burn. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.0.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.